Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to excessive dysphotopsia. The suspect iol was replaced with a different model (dib00) but same diopter power lens. Further follow-up indicated that the incision was slightly widened to accommodate the explantation and confirmed that the patient is doing well. No further information was provided.

Manufacturer narrative:
Ethnicity: unknown/not provided date of event: unknown, not provided. Best estimate date is between nov 3, 2021 and dec 8, 2021. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.